Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ xc in the cheeks. Some time would pass and patient received a root canal and three weeks later received unspecified lip filler. Three weeks later, patient a red, swollen, edmatous infraorbital nodule. Patient was prescribed doxycyline, but after four days the condition worsened. It was recommended to the patient to visit the ER or primary physician for possible IV antibiotics. Patient ultimately made an appointment with the injector again. Healthcare professionals speculate it may have cystic pimple that the patient may have popped or may have been due to the patient trying to massage and move the filler up to the under-eye area. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, unspecified dermal filler.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.